Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the stable patient presented to the clinic for a follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture and high thresholds. The physician elected to turn off the lead and follow-up with the patient in 3 months. No further information was reported.